Manufacturer narrative:
The device was not returned for evaluation. The reported issue was not duplicated or verified. The cause of the reported issue could not be determined. The device was decommissioned by the customer.

Event description:
A customer contacted stryker to report that their device had power cycled intermittently during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had power cycled intermittently during use. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.